Event description:
Drill bit snapped. The broken piece was left in the patient and the rest discarded. There was no further patient related problems and it did not prolong the operation.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing records were reviewed and no complaint related issues were found.